Event description:
It was reported to st. Jude medical that the ICD was explanted due to infection.

Event description:
It was reported to st. Jude medical that the ICD was explanted due to infection.